Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading at the time of the call was 541 mg/dl. The customer treated with manual injections. The customer stated that the drive support cap appeared normal and recessed, and declined to check for air bubbles or leaks in the reservoir and tubing, site or insulin issues, or to check the settings. The insulin pump failed the high pressure test twice. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.